Manufacturer narrative:
Investigation - evaluation: a review of documentation, drawings, instructions for use (IFU), manufacturing instructions, specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Investigation of this complaint included a document review with consideration of design, manufacturing, and use factors that could have contributed to the event. A review of manufacturing documentation was performed to ensure there are adequate controls in place to prevent this type of failure mode. These controls include 100% inspection that the snap connector cap can rotate. Based on the provided information, no product returned, and the investigation results, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, while preparing the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter during the procedure, the "hub of the cannula fell" (sic). The customer confirmed that no patient adverse events were precipitated by the issue. The product is reportedly unavailable for return.